Manufacturer narrative:
The following elements have blank data.

Event description:
The reprocessed harmonic shears (har36) failed to work. When being used on the patient the generator kept de-activating the power and messaging us to re-activate and re-test the shears. It should only need to do this one time -- prior to be applied to the patient. This was done but when being used again the shears continued to fail and required resetting. An additional re-usable cord was obtained from central supply with the same result. A second re-processed shear was obtained and gave us the same problem. A harh 36 shear which wasn't re-processed was opened and worked effectively without needing to be re-activated. Both reprocessed har 36 shears were placed in a red bag and out in the materials management red bin with product failure form attached.

Event description:
The reprocessed harmonic shears (har36) failed to work. When being used on the patient the generator kept de-activating the power and messaging us to re-activate and re-test the shears. It should only need to do this one time - prior to be applied to the patient. This was done but when being used again the shears continued to fail and required resetting. An additional re-usable cord was obtained from central supply with the same result. A second re-processed shear was obtained and gave us the same problem. A har 36 shear which wasn't re-processed was opened and worked effectively without needing to be re-activated. Both reprocessed har 36 shears were placed in a red bag and out in the materials management red bin with product failure form attached.